Manufacturer narrative:
Section d, device identification was updated. Relevant fields of sections d and g were updated. The na electrode lot number and expiration date were not provided. The field service engineer (fse) replaced the probe, system reagents, and electrodes. The mixing vessel and sipper nozzle were cleaned along with the flow path. Calibration and qc were performed. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The cobas pro ise analyzer serial number was (B)(6) .

Event description:
The initial reporter complained of discrepant high results for 2 patient samples tested for na electrode (na) on a cobas pro ise analytical unit. Patient 1 initial result was 150 mmol/l. The repeat on a different cobas pro analyzer was 139 mmol/l. Patient 2 initial result was 152 mmol/l. The repeat on a different cobas pro analyzer was 139 mmol/l. The repeat results were believed to be correct.